Event description:
Medtronic received report that three axium prime bare coils of different models and lots had resistance/were stuck in the introducer sheath and could not be pushed out. Additional information was received. The cause of the coil resistance and the coil becoming stuck in the sheath was suspected to be related to the plastic coil introducer sheath. Continuous saline flush was administered and maintained throughout the procedure as indicated in the IFU. During preparation, the introducer sheath was held horizontally flat on the table when the implant coil was pulled back inside during hydration. Prior to the attempt to place additional coils, three coils had already been successfully deployed within the aneurysm. The procedure was subsequently concluded, as the aneurysm occluded spontaneously after several minutes. It was noted the devices were prepared as indicated in the instructions for use (IFU). The issue occurred outside the patients body so it was considered there was no patient involvement.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): 3 axium prime coil devices were returned within a shipping box; within their opened axium prime coil outer cartons; within their opened axium prime coil inner pouches and within their dispenser tracks. Visual inspection/damage location details: (pli-10) the axium prime device was returned within introducer sheath. The axium prime pushwire was found to be kinked at ~144.6cm from proximal end. The pushwire was found to be separated at middle section of pushwire. The distal portion of pushwire assembly was not returned. The entirety of the release wire was found to be extending from the pushwires broken end. The axium prime coil was not returned. No other anomalies were observed. (Pli-20) the axium prime device was returned within introducer sheath. The axium prime pushwire was found to be bent at ~6.5cm from proximal end. The axium prime coil appeared to be stretched and damaged within and extending from introducer sheath. The axium prime coil was pushed out further from introducer sheath for analysis. The implant coil was found to be stretched and damaged. No other anomalies were observed. (Pli-30) the axium prime device was returned within introducer sheath. The axium prime pushwire was found to be bent at ~14.2cm and kinked within introducer sheath at ~133.5cm from proximal end. The axium prime coil appeared to be stretched and damaged within introducer sheath. The axium prime coil was pushed out further from introducer sheath without issue for additional analysis. No other anomalies were observed. Testing/analysis (including sem reports): (pli-20) the axium prime coil tip od (outer diameter) was measured to be 0.0111¿ which is within specification. The ID (inner diameter) of the introducer sheath was measured to be 0.0175¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed for pli-20 as the implant coil was returned stuck within introducer sheath. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed for pli-10/pli-30 as the implant coil for pli-10 was not returned and the implant coil for pli-30 was pushed out from introducer sheath without issue. The axium prime coil was returned without the introducer sheath. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. The root cause was unable to be determined. There was no indication that the event was related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.